Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer passed away. Per the contact, cause of death was listed as multiple sclerosis and complications of diabetes. Contact was also unsure if cause of death was related to pump/supplies. Contact suspected that customer did not have insulin; however, this could not be confirmed and contact declined to provide further details.